Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. Investigation on the returned sensor identified delamination of internal electronic components of the sensor, which resulted in instability in sensor readings, and led to the reported inaccuracies. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 08 dec 2025. G3. Date received by the manufacturer? 08 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.